Manufacturer narrative:
A DHR review for batch 7170619 (p/n 301027) was performed, manufacturing dates: 6/21/2017 ¿ 6/22/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7170619 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned. Without a sample, an absolute root cause for this incident cannot be determined as bd was unable to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that several bd plastic non-sterile 5ml luer-lok¿ tip syringe were found cracked in package before use. There was no report of injury or medical intervention.